Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the reported event occurred by the damage of the cutting knife. A likely cause of the damage of the cutting knife might be the following: 1)due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2)spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. 3)during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps." "Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip." "Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation" olympus will continue to monitor field performance for this device.

Event description:
Additional information received: no other devices involved in the event. The patient demographics, pre-existing conditions, and discharged as planned are all unknown. No known problems or impacts caused by this incident. The broken fragments were retrieved using forceps.

Event description:
The customer reported to olympus the single use electrosurgical knife broke at the beginning of an endoscopic submucosal dissection, after first and second energization, and fell into the patient¿s body. The missing parts were retrieved, and the procedure was completed after switching to a second device. The retrieval method was requested but not provided. There were no reports of patient harm as a result of the device malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of a broken electric knife was confirmed. The cutting knife was broken near the distal end cover, and the broken part had a melted shape. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.